Event description:
It was reported that the surgeon found the loosening of the blocker upon x-ray images. Therefore, the surgeon is monitoring the patient, and is planning revision surgery.

Manufacturer narrative:
Catalog# 48551000. Lot# ln9. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: manufacturing files were reviewed and no incidents were found. The stryker rep did not provide any additional information on the patient's health and bone quality. Conclusion: the likely root cause is not determined due to lack of details available.

Event description:
It was reported that the surgeon found the loosening of the blocker upon x-ray images. Therefore, the surgeon is monitoring the patient, and is planning revision surgery.